Manufacturer narrative:
Citation: kamioka n, greenbaum ab, lederman rj, et al. First application of the lampoon procedure to a surgical mitral bioprosthesis. Cardiovasc revasc med. 2023;53s:s176-s179. Doi:10.1016/j.carrev.2022.04.023 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding a patient who previously underwent surgical mitral valve replacement with a medtronic 33 mm mosaic bioprosthesis complicated by ischemic stroke with residual hemiparesis. At an unspecified time later, the patient presented to the emergency room with pulmonary edema and cardiogenic shock. Diagnostic interventions, which included echocardiography, transesophageal echocardiography, and multidetector computed tomography, revealed the following: left ventricular ejection fraction of 40%, severe right ventricular dysfunction, an acute mitral-aortic angle, the frame of the mosaic bioprosthesis touched/pushed on the interventricular septum, and mean mitral valve gradient of 31-33 mmhg with mild mitral regurgitation resulting in critical mitral stenosis with thickening of prosthetic valve leaflets and thrombus in left atrial appendage. The authors stated that thrombolysis with tissue plasminogen activator was attempted but resulted in no significant change. Ultimately, the authors performed transcatheter valve-in-valve replacement with lampoon (laceration of the anterior leaflet of the surgical valve to prevent left ventricular outflow tract obstruction) using cerebral protection and a 29 mm non-medtronic valve (sapien 3). The patient was discharged thirteen days later with minimal symptoms. No further information pertaining to medtronic products was noted.